Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008; unk plasma blade: (B)(6) 2014. (B)(4). Evaluation summary: the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage; proximal segment returned and analyzed.

Event description:
It was reported that the atrial lead was fractured. During the replacement procedure, after using a plasma blade electrocautery device to clear the pocket of scar tissue, the physician noticed "nicks" in the outer insulation of both the atrial and rv (right ventricular) leads. The physician was not sure if the insulation issues were pre-existing or were caused by the use of electrocautery. The leads were at least partially explanted and replaced. No patient complications have been reported as a result of this event.